Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the device was being applied to the stomach, the device stopped firing the reinforced reload after once centimeter. There was an incomplete staple line proximally. The staple line was fixed normally using new reload. They cut the reinforcement reload and they used manual stapler to complete the case. The surgical time was extended by more than 30 minutes due to the product problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the adapter noted no abnormalities. The eeprom was uploaded and indicated 92 autoclave cycles for the handle. Evaluation of the eeprom noted that the code drive_motor_ excessive_load_mode was present. This was indicative of a thick tissue application and could confirm the reported condition. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the drive_motor_excessive_load_mode error codes may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.